Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed a falsely elevated ca19-9 result while using the architect ca19-9xr assay on the architect i2000sr analyzer. The initial result did not align with the patients clinical symptoms. The customer provided the following results for one patient: (B)(6) 2014: initial 197.38 u/ml, retest 19.78 u/ml, 18.89 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
After further evaluation, the suspect device was changed from the architect ca19-9xr assay, list number 02k91-25, lot 31108m500 to architect i2000sr analyzer, list number 03m74-01, serial number (B)(4). MDR 1628664-2014-00094 will document all further information.